Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. The issue's impact on the customer's blood glucose level was unknown, as the caller declined to answer whether their level exceeded 500 mg/dl. The malfunction code was resettable, and the customer performed a pump reset independently before contacting technical support. The technical support advised the customer to call back if any malfunction code recurred, and the customer understood and acknowledged the instructions.